Event description:
The account alleges that during a transeptal puncture procedure during an a-fib ablation procedure, the patient developed pericardial effusion. The procedure was cancelled and a pericardiocentesis procedure was successfully completed and the patient was transferred to the intensive care unit for recovery.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.